Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of heat during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cutter could not be inserted. It was determined that the cause of the failure had been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out over time. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing it was observed that the short attachment device was getting hot while in use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.